Manufacturer narrative:
Patient information not available for reporting. This report is for an unknown guide wire/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Device is an instrument and is not implanted/explanted. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an unknown procedure on (B)(6) 2018, the tip of the reamer broke off over a bent guide wire. A small fragment was lodged in the femoral neck and was not retrieved. Surgery was completed successfully with a delay of approximately 2 minutes. Patient outcome was not affected. This report is for one (1) unknown guide wire. This is report 2 of 2 for (B)(4).